Event description:
Customer reportedly received the following results on the aviva system within 10 minutes; 111 mg/dl, 93 mg/dl, 121 mg/dl, and 284 mg/dl. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.